Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: device/batch history record review: a review of the device history record could not be performed as a lot number was not provided for this incident. Visual analysis:received one used iag/bc 20ga assembly without packaging material. All components were intact. Visual/microscopic examination: white material was present at the tip of the catheter tubing. The material was identified to be non-foreign plug shavings. Investigation samples(s) meet manufacturing specifications: no, based on the visual evaluation performed it was observed a white material was visible on the catheter tubing. The material was identified to be non-foreign (plug shavings), but the catheter tip was acceptable per specification. Conclusions: based on the visual evaluation performed it was observed a white material was visible on the catheter tubing. The material was identified to be non-foreign (plug shavings). Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Root cause: relationship of device to the reported incident: manufacturing comment: the fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that foreign matter was found on the tip of a 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter prior to use. There was no report of injury or medical intervention.